Manufacturer narrative:
The device was reported as discarded, therefore, a complete investigation cannot be performed. A review of the lot history record will be conducted and provided in a follow up report.

Event description:
During an arthroscopic procedure using a paragon t2 arthrowand, the physician noted the blue band at the top of the wand had begun to flake off within the pt portal. The physician was reportedly not able to remove all of the material that had flaked of. No pt complications were reported as a result of this event.